Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was noticed to be damaged at the tip. The case was completed using a second fiber. Pt outcome: "no damages to the pt."

Manufacturer narrative:
Fiber analysis: a circumferential fracture of the glass cap was found, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward-firing of the side-firing surgical fiber. The most probable root cause that contributed to this failure was suspected to be related to heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure.